Manufacturer narrative:
Follow-up #1: date of submission 04/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/28/2016 with the following findings: the battery compartment was observed to be cracked to the left of the bumper pad from the threads traveling down to the case seal. Rust and corrosion was also observed in the battery compartment. The battery compartment was also found to be leaking during a leak test. The pump was opened; no further evidence of moisture was found inside the pump. A crack was also observed between the case seal and keypad cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. The battery compartment reportedly was cracked and there was moisture/corrosion inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.